Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming was recommended. No additional intervention or adverse patient consequences were reported.

Event description:
New information received notes that new instance of over-sensing was seen and prior programming changes that were unable to resolve issue. No further intervention or adverse patient consequences were reported.